Manufacturer narrative:
Conclusion: hemorrhage and ischemia are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device disposed of by hospital.

Event description:
The patient exhibited symptoms of an acute cerebral infarction on (B)(6) 2011. The patient was diagnosed with a right internal carotid artery occlusion. The penumbra system and merci retrieval system were used to treat the patient; however, the devices were not successful in removing the clot. Then percutaneous transluminal angioplasty (pta) was performed. The balloon catheter removed the clot. The procedure was finished and the neurological symptoms of the patient remained the same as before the procedure. The patient's blood pressure was normal. During the procedure, t-pa was also administered. On (B)(6) 2011, the patient experienced hemorrhagic infarction and patient death was confirmed. This MDR is associated with mdrs 3005168196-2012-00019, -00022.